Event description:
It wasreported that 130 days after implantation of a 3.0x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left circumflex (lcx) artery. A pre-intervention stenosis of 95% was reported. After pre-dilation with a 2.5x12 mm maverick2 nr balloon to 6 atms, a 3.0x20 mm taxus stent was deployed in the lesion. A transverse wire was placed through the stent side struts and angioplasty on the obtuse marginal branch using a 2.5x12mm maverick balloon. Post-intervention results were reported as 0% stenosis and a timi-3 flow. No information was reported on vessel tortuosity or calcification. The patient received heparin during the procedure. Patient complications were reported as "none." The patient presented 130 days after the initial procedure with an approximately 8 mm long segment of in-stent restensois in the lcx and unstable angina pectoris. A pre-intervention restenosis of 80% was reported. A 3.0x12 mm taxus stent was deployed proximally and overlapping the previously deployed 3.0x20mm taxus stent. A post-intervention result of 0% stenosis and timi-3 grade flow were reported. Patient complication were reported as "none."